Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure (event date unknown). According to the complainant, the physician was completing the procedure using a hydrajagwire and at the end of the procedure the physician noted that the coating frayed; however, there were no fragments that fell into the patient. The procedure was completed with this device with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Event description:
Was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure (event date unknown). According to the complainant, the physician was completing the procedure using a hydrajagwire and at the end of the procedure the physician noted that the coating frayed; however, there were no fragments that fell into the patient. The procedure was completed with this device with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure (event date unknown) according to the complainant, the physician was completing the procedure using a hydrajagwire and at the end of the procedure the physician noted that the coating frayed; however, there were no fragments that fell into the patient. The procedure was completed with this device with no complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device has been discarded will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.(B)(4).